Event description:
It was reported that during a da vinci prostatectomy procedure, the patient sustained an unspecified thermal injury. A week later, the patient was taken back to the o.r and a bowel resection procedure was performed via open surgery. On 10/21/2014, intuitive surgical, inc. (Isi) received additional information regarding the reported event from the initial reporter of this complaint. According to the initial reporter, the thermal injury was located on the patient's bowel and was identified post-operatively. The initial reporter indicated that the patient's thermal injury was unrelated to a monopolar curved scissors (mcs) instrument that was used during the surgical procedure. No additional post-operative complications have been reported.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complication experienced by the patient. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2014 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's reported operative injury. The fenestrated bipolar forceps instrument and the monopolar curved scissor (mcs) instrument used during the da vinci surgical procedure have been used in multiple subsequent surgical procedures with no reported complaints. This complaint is being reported due to the following conclusion: after undergoing a da vinci surgical procedure, the patient was found to have sustained an unspecified thermal bowel injury and subsequently underwent a bowel resection procedure. However, at this time, the cause of the patient's bowel injury is unknown.